Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis were not reported. On the same day as onset, it was reported that the patient went to the emergency room for the peritonitis and another indication. The patient was admitted to the hospital for the event. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.